Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences. Additional information was requested, but not yet received.